Event description:
Caller reported cgm error 42. Blood glucose level was reported not provided. Technical support walked the caller through a pump reset and provided complete pump reset information. After resetting the pump, the cgm error was resolved, and the caller successfully restarted their sensor session.